Manufacturer narrative:
The device was received for evaluation in the unopened, original factory packaging. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a repeater pump tube set had hair in the packaging. The exact process step was not specified. There was no patient involvement. No additional information is available.